Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email hospitalization. Customer went to the hospital and had extreme diabetic ketoacidosis and went into a diabetic coma. Customer has been to the hospital 6 to 7 times in the last two years. Customer declined to speak to the 24 hour helpline.